Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system; implant date na; explant date na; product ID: l-evolutfx-2329; product lot/serial number: unknown; product type: compression loading system; implant date na; explant date na. Product ID: evolutfx-23; product lot/serial number: unknown; product type: 0195-heart valves; implant date (B)(6) 2024; explant date na. Should additional reportable information be received, an additional regulatory report will be submitted for the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter aortic bioprosthetic valve, the aortic mean gradient measured 71.6 millimeters of mercury (mm hg). By aortography, the implant depth on the non-coronary sinus (ncs) was 4 mm and on the left coronary sinus (lcs) was 5 mm. Following the implant, the 12-hour discharge source noted a mean gradient of 22.1 mmhg. Approximately 7 years and 11 months following the implant the bioprosthetic valve the patient develop paroxysmal nocturnal dyspnea (pnd), orthopnea, a cough, and wheezing. These symptoms were thought due to a cold or flu, but had continued to progress. The patient woke one evening acutely short of breath, contacted emergency medical services (ems) and was brought to the emergency department (ed). The patient was admitted, and the following day transferred due to increased work to breath. Acute heart failure presented which required bilevel positive airway pressure (bipap) and diuretics. An echocardiogram demonstrated ¿severe¿ aortic regurgitation (ar). The gradient measured 22 millimeters of mercury (mm hg). Hypoattenuated leaflet thickening (halt) was reported. Atrial fibrillation developed and intravenous (IV) therapeutic blood thinner protocol was initiated. The atrial fibrillation was reported as related to valve. Six days following admission the pre-existing 29 millimeter medtronic transcatheter valve was revised with a 23 mm medtronic transc atheter valve implanted within the 29 mm valve. The mean gradient reduced to 8 mmhg. The day following the valve-in-valve procedure the patient experienced word finding difficulty and left facial droop. A head computed tomography (CT) was negative for acute pathology. Neurology was consulted for suspected ischemic stroke following the transcatheter valve revision. A magnetic resonance imaging (MRI) identified multiple acute/subacute infarcts in the left frontoparietal operculum, right parietal, left occipital lobes, and left pons. A cerebral vascular accident (cva) was reported and the imaging was consistent with embolic strokes related to the transcatheter valve revision. The cva was reported as related to the transcatheter valve. The patient had been maintained on aspirin and therapeutic intra-venous (IV) heparin peri procedurally. The day following the cva episode, an echocardiogram showed ¿severe¿ bioprosthetic valvular stenosis with a mean gradient of 40 mmhg. A CT morphology was performed two days later which showed grade 4 halt with mild leaflet restriction. An echocardiogram the following day showed improvement in the valve gradient, with a v-max of 2.5 meters per second (m/s). The patient was taking an anti-coagulant. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images from (B)(6) 2016 were provided and reviewed. Evidence supports that the index valve was implanted on the first deployment attempt at an adequate depth with no significant aortic regurgitation. Intraprocedural fluoroscopic images from (B)(6) 2024, showed evidence of significant aortic regurgitation. A non-medtronic valve was implanted with resolution of the regurgitation. Transthoracic echocardiogram (tte) imaging from (B)(6) 2024 was reviewed. The evolut leaflets appeared thickened. Moderate to severe central aortic regurgitation with a pressure half time (pht) of 308 milliseconds (ms) was observed. The posterior mitral leaflet appeared calcified with limited mobility. Moderate mitral regurgitation (mr) was noted. Mild tricuspid regurgitation (tr) was noted. Pulmonic insufficiency was also noted. The ejection fraction (ef) was approximately 45 ¿ 50%. Computed tomography (CT) imaging from (B)(6) 2024 was reviewed. Suboptimal imaging with noise artifact was noted. The prosthetic leaflet (near the native right coronary cusp (rcc)/non-coronary cusp (ncc) commissure) appeared thickened, with possible hypoattenuated leaflet thickening (halt) verses thrombus formation. Possible plaque/thrombus was seen in the native rcc and ncc. The implant depth was 5.0 mm on left coronary cusp (lcc), 3.0 mm on rcc, and 3.0 mm on ncc). There was a possible left atrial appendage thrombus verses artifact noted. Annular angulation was approximately 54°. Tte imaging provided from (B)(6) 2024 had suboptimal image quality. There was the inability to visualize the non-medtronic tr anscatheter valve leaflets. Moderate aortic stenosis with an aortic valve mean gradient was 41 millimeters of mercury (mm hg) and a vmax measured 4 m/s. No aortic regurgitation was noted. Moderate mr and mild tr were observed. The ef was approximately 50-55%. A CT post the non-medtronic transcatheter valve implanted within the medtronic evolut transcatheter valve from (B)(6) 2024 was reviewed. This imaging noted this second valve. All prosthetic leaflets appear thickened, with possible halt verses thrombus formation. Possible plaque/thrombus was seen inside all native cusps. Left atrial appendage thrombus verse artifact was noted. Tte imaging provided from (B)(6) 2024 had suboptimal image quality. There was the inability to visualize the non-medtronic tr anscatheter valve leaflets. Mild to moderate mr, mild tr and an ef of approximately 55% was observed. As stated in the instructions for use (IFU), potential risks associated with the implantation of the corevalve evolut r bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: a2, a4, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the patient presenting to the emergency department (ed), the patient¿s cold/flu symptoms were cough with increasing shortness of breath. These symptoms occurred approximately 5-7 days prior to the ed presentation. Of note, additional information confirmed that the pre-existing transcatheter medtronic valve was not revised valve-in-valve (viv) with another medtronic transcatheter evoultfx valve. Rather, the replacement valve was a non-medtronic 23 millimeter (mm) transcatheter valve. The reported hypoattenuated leaflet thickening (halt) involved both the pre-existing medtronic transcatheter valve non-medtronic replacement valve. Following the stroke, neurology noted expressive aphasia as a remaining impairment. The outcome of the stroke was reported as ongoing. The echocardiogram 6 days following the viv measured a gradient of 17 millimeters of mercury (mm hg) of the non-medtronic valve. The patient experienced continued orthopnea and lower extremity edema. Intravenous diuretics continued for 5 days following the viv. Anticoagulant injections for 6 days occurred following the viv. The patient was discharged 7 days following the viv. The heart failure event resolved without sequelae.

Event description:
Additional information received indicated the stroke was related to the valve. The hypoattenuated leaflet thickening (halt) involving the medtronic valve and non-medtronic valve was ongoing. The atrial fibrillation resolved 6 days following onset with no sequelae. The atrial fibrillation was reported as unrelated to the medtronic products and procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the hyperattenuated leaflet thickening resolved approximately 2 months following onset.